Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement, endoprosthesis: component migration (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: metoprolol 100mg, ramipril 5mg, hct 25mg, inegg 10/20mg, ass 100mg.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) measuring 59 mm in diameter and was implanted with gore&#59397;excluder&#59393;aaa endoprostheses featuring c3&#59396;delivery system. The patient tolerated the procedure with no reported endoleak and was discharged on (B)(6) 2012. On (B)(6) 2015, it was reported that the trunk ipsilateral leg component (main body) had migrated 2 mm proximally, and a type ii endoleak was present which originated from two lumbar arteries, and a right renal pdp artery. On (B)(6) 2015, the patient underwent reintervention and a zenith flex&#59393;aaa endovascular graft main body extension (esbe 26-39-zt) was placed proximally to extend coverage of the main body. The cause of the migration was reported to have been due the initial short landing zone (1.6 mm) which resulted in placement of the main body 1.8 mm distal to the lowest renal artery and dilatation of the landing zone from 2012 to 2015. The procedure was reported to have been successful and the patient was discharged on (B)(6) 2015.

Manufacturer narrative:
Corrected event description - migration was determined to be distal, not proximal as previously reported. Added information about no evidence of a proximal type I endoleak. Conclusion codes remain the same.

Event description:
On (B)(6) 2015, it was reported that the trunk ipsilateral leg component (main body) had migrated 2 mm distally, and a type ii endoleak was present which originated from two lumbar arteries, and a right renal pdp artery. There was no reported evidence of a proximal type I endoleak.

Manufacturer narrative:
Additional devices implanted and involved in the event: pxc201200/9164202, pxc201000/8044840. (B)(4). Conclusion codes remain unchanged.

Event description:
On (B)(6) 2016, follow up ultrasound showed the aneurysm measured 69 mm. On (B)(6) 2016, an additional procedure occurred whereby coil embolization of the lumbar artery was performed to treat the persistent type ii endoleak. The procedure was reported to be successful, and the patient tolerated the procedure.